Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) and was confirmed with the physician/account. Additional clarification was provided regarding the volume discrepancy that occurred at the last refill. It was reported that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). It was noted that arv was 18 cc, and erv was 8 cc. It was stated that the physician is having a struggle with the implanter, and the hospital has not allowed her to do a dye study. It was indicated that the physician was having to meet with the director of radiology to prove why she needed to look at the catheter, and everything is at a halt. It was stated that no decision had been made to do surgery. However, if surgery is done, the rep stated that they knew the physician would want the catheter or pump or both to be sent back for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a physician. Regarding a pump volume discrepancy, it was noted that the actual reservoir volume (arv) was 19 and the expected reservoir volume (erv) was 8.7 at the time of a pump refill performed on (B)(6) 2018. It was indicated that the catheter access port (cap) was aspirated on (B)(6) 2018 and they got free flow. They had also accessed the reservoir and arv was 24 and erv was 20.2. Pump flow rate specifications were reviewed. It was indicated that the patient was admitted to a va hospital for other medical issues and would likely be there for another three weeks or so. It was indicated that the patient had shown no signs of withdrawal and had never had so they planned to continue to monitor the situation. The patient was currently receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1493 mcg/day. The drug lot number of lioresal was 17076.

Manufacturer narrative:
Concomitant medical product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an lioresal with concentration 2000 mcg at a dose rate of 1493.4 mcg via an implantable pump for intractable spasticity and post spinal cord injury (sci). The drug lot number of lioresal was unable to be obtained. It was reported apparently at the patient¿s last refill there was a volume discrepancy of 10cc. The event occurred during normal use. The date of the event was asked but was unknown. It was noted that the patient lives in new orleans and came to the houston va. The patient experienced zero symptoms. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. It was further noted that they did catheter access port (cap) aspiration on (B)(6) 2018 and the catheter was patent, and the flow was described as having been nice and easy. Regarding intervention/actions taken to resolve the issue, it was noted that there were none at this time and the physicians couldn't agree on the next step. It was unknown if the issue was resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient was without injury regarding their status at the time of the report. The patient¿s weight at the time of the event was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was reported that they were unable to ascertain the cause of the pump volume discrepancies. It was clarified that the catheter access port (cap) was accessed with no difficulty on (B)(6) 2018. A refill was done on (B)(6) 2018 and (B)(6) 2018 and there were no volume discrepancies regarding those refills. The volume discrepancy was indicated as not having re-occurred. Regarding the patient¿s medical history, it was noted that the patient was otherwise healthy (B)(6) man with c4 ais a quadriplegia. The pump was being maintained and continued to be used.